Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-apr-2022 to 19- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that windows update caused the issue. The technical support specialist assessed and understood that the station should be reimaged. Field service engineer had reimaged the station to resolve. The system functioned as intended after assessed by the technical support specialist and troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system occur med application error and cannot get logged into the station. Customer added that no patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section d4 - updated serial number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that med application error and cannot get logged into the station a technical support specialist uninstalled the windows update and reimaged the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system occur med application error and cannot get logged into the station. Customer added that no patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.